Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited threshold and impedance measurements that have continued to increase over the life of the device and are now both high. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.